Manufacturer narrative:
The technician found the trend linkage was stuck causing the valve to stick open. The facility released the trend handle to repair the bed.

Event description:
The facility alleged that the head hi/low function is drifting.